Event description:
A ventilator was returned to the manufacturer for routine service. There was no allegation of device malfunction. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer¿s service center, errors related to the sensor board were observed in the ventilator¿s downloaded error log. The device¿s sensor board was replaced to address the issues.